Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a black screen even after replacing the batteries with new ones. The patient's blood glucose level was 160 mg/dl at the time of the call. The customer stated that they received an alarm and a constant tone from the device. The customer stated that they will call back after resetting the insulin pump.

Manufacturer narrative:
The insulin pump received with stuck full segment display due to faulty component on the interface board. It was unable to test alarm due to stuck full segment display. No constant tone and no blank display during test noted. Unit received with cracked battery tube threads and cracked reservoir tube lip.